Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave 2.0 nav catheter was used. The guidewire became stuck in the catheter and could not advance beyond the tip. The catheter was removed from body and attempts were made to advance the guidewire, but it would get caught in the distal end of the lumen repeatedly. Replacing the catheter fixed the issue. The procedure was completed without patient complications. The device is not expected to be returned for analysis due to disposal.